Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx80cm (4f) sterling balloon was advanced for dilation. However, when the balloon was pressurized at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.